Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s daughter reported via phone call that her mother experienced high blood glucose level. Customer¿s blood glucose level was 569 mg/dl. It was also stated that the meter not connected to meter. The device will not be returned for analysis.